Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient reported that patient was getting good therapy after reprogramming, further stating that impedances were >40000 on contact 0. Hcp was not with the patient at the time of the call for troubleshooting. The hcp reported seeing the patient previously and noting >40000 intermittently but being able to have it normalize and sent patient home with controlled therapy, 1-2 days later symptoms suddenly returned. The hcp was seeing the patient again on the day of the report, and >40000 noted on contact 0 consistently. The hcp changed to contact 1 for programming and got decent therapy, then sent patient home. No falls were noted. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated. The cause of the issue was not determined, however, they stated intermittent open circuit was considered most likely. It was noted that changing unremarkable impedances now normalized. It gave the patient two programs, one with contact 0 and one without in case the open circuit develops again. No further complications were reported.